Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. The right ventricular (rv) lead had a sudden decrease of sensing values which was noted during follow-up. Lead revision was performed however still with low sensing value. It was not possible anymore to fixate the lead; although the screw could be moved appropriately, the lead dislodged repeatedly. A piece of the myocardium was at the fixation mechanism, which probably hindered the appropriate fixation of the lead. The lead was explanted and replaced with a new lead. Good lead measurements were obtained thereafter. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted dried blood in the helix housing that was likely induced in the field. There were no irregularities noted at tip region of lead that could be contributed to dislodgment. Clinical observations could not be confirmed.